Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a routine follow up. Upon interrogation, the right ventricular lead exhibited high impedance and loss of capture. The lead was found to be fractured and was capped and replaced. The patient was fine post procedure.